Manufacturer narrative:
Catalog number and lot code of other device listed in this report: cat # 500-03-56e lot # mnpt6a description: primary tritanium hemi solidback cup 56mm. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
The patient was revised due to infection.

Manufacturer narrative:
The reported lot was deemed invalid. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
The patient was revised due to infection.